Manufacturer narrative:
(B)(4). Date sent: 4/23/2024 . D4: batch # a9dx2y . Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received with the introducer tube, push pull rod and one support arm broken; the introducer tube, push pull rod and one support arm broken part were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. The device was disassembled and no bag and suture were found inside. The bag and suture were not returned for analysis a possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted. Possible cause of the finding is the application of external excessive force over the device that causes the push pull rod become broken; however, no conclusion could be reached as to how this damage occurred. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a urological procedure, the device broke. The broken piece were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # unk. Additional information was requested and the following was obtained: "the procedure was laparoscopic urological procedure. The broken piece was retrieved. There was no change in procedure. The patient is stable." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.